Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to increase pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction of "no ECG" was observed and attributed to the multi-function connector not seated properly to the connector panel. The reported malfunction of "unable to increase pacer output" was attributed to a missing pacer knob. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to increase pacer output and unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.